Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, with a fill estimate issue currently experienced by the caller. The display showed 34 units, while the expected fill estimate was 240 units. The caller had completed necessary steps to remove air but had not used room temperature insulin. The caller was educated on using room temperature insulin and acknowledged this advice. There was no adverse impact to the customer¿s blood glucose level. The caller chose to continue using the current cartridge and would follow up if necessary.